Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 18-jan-2018, a field service engineer (fse) followed-up over-the-phone and instructed the customer to check all fitting of the prefilter and column. The fse also had the customer check the drain valve for tightness along with fittings on the elution buffers. The fse then instructed the customer to run a few patient samples, which did not generate any errors. The customer stated that the g8 instrument was able to run without any errors. On 19-jan-2018, the fse followed-up over-the-phone and confirmed that the g8 instrument was down with low pressure errors. The fse arrived on-site to address the issue. The fse ran the pressure pump and cycled through the elution buffer solenoid valves; loss of pressure was noticed on the 2-way solenoid valve #3. The fse replaced the 2-way solenoid valve, ran three (3) full racks of samples, followed by quality controls, without issues. No further action was required; the g8 instrument was functioning as intended. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most likely cause of the reported event was due to a faulty drain 2-way solenoid valve #3.

Event description:
On (B)(6) 2018, a customer reported getting 101 pressure low error message while running quality controls on the g8 instrument. The technical support specialist advised the customer opening the drain valve and drain flushing for 10 minutes, but the error persisted. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.